Event description:
The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.